Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Primary tha surgery was performed on 2007 using kt-plate, poly cup, exeter metal head, exeter stem. Then the revision surgery was performed on (B)(6)2017 because a dislocation was found. During revision surgery, metallosis was found on the hip.

Manufacturer narrative:
An event regarding dislocation involving a crossfire liner was reported. The event was not confirmed. Method & results: -device evaluation and results: a visual inspection of the returned device noted damage was noted on the both sides of the liner. The locking wire was displaced from its manufactured position. -medical records received and evaluation: no information was received for review with a clinical consultant -device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there has been no other similar events for the lot referenced. Conclusions: the event could not be determined because insufficient information was provided. Further information such as serial x-rays, operative reports, histopathology reports, as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Primary tha surgery was performed on 2007 using kt-plate, poly cup, exeter metal head, exeter stem. Then the revision surgery was performed on (B)(6) 2017 because a dislocation was found. During revision surgery, metallosis was found on the hip.